Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist moved the cabinet's power cords to own outlets, and customer rebooted the cabinet and came back on and able to remote in. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux drawer was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.